Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The fse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that during patient use, a ventilator's display was blank. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.